Manufacturer narrative:
Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.

Event description:
During an atrial flutter procedure, an error message was noted causing a delay in procedure. When the catheter was connected to the amplifier, an error message displayed stating the catheter was invalid. The catheter was replaced, however the same message appeared. The amplifier was restarted and replaced, without resolution. A third catheter was used without resolution. A flexibility catheter was then used to complete the procedure with no adverse consequences to the patient. The issue was with the dws; it did not have the appropriate tactiflex software licensing on it. The issue has been resolved.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available